Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6)2014. Upon receipt, the -ve terminal pogo pin was found to have failed. A closer inspection revealed that the spring of the pogo pin had a significant less resistance compared to +ve pogo pins, this would have prevented the pin from springing back fully into position. The failed pogo pin spring had resulted in an intermittent connection from the device to the pad-pak causing voltage fluctuations throughout the device memory and the multiple low battery fails, beginning on the(B)(6)2019 . The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led, as per the reported fault. The faults could not be replicated with a new -ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. The returned sam 300p is now outside of its warranty period and shall be scrapped.

Event description:
Device keeps depleting pad-paks and prompting low battery after a few months. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device keeps depleting pad-paks and prompting low battery after a few months. There was no patient involved in this event.